Manufacturer narrative:
Other applicable components are: product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2018, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that a revision occurred. The patient's extensions were replaced because of a fracture and a new ins was implanted on (B)(6) 2018 as well. They were also calling because of an impedance issue showing on contacts 8-15. The representative was reviewed on contact configuration and had them correct to use 0-3 and 8-11; the impedance issue was resolved. No further complications reported. Additional information received from the representative. The representative reported the serial number of the lead with the fracture and impedance issue. The cause of the fracture remained unknown but the event had been resolved- the patient had a fully functioning system after the revision. No further complications reported.